Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the difficulty aspirating and inability to inject dye was unknown. It was indicated that there might be an occlusion in the catheter, and they will be going in for a full replacement soon. The date of surgery was to be determined. The device remained in the patient, but they planned to replace it. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8703w, lot/serial# (B)(6), implanted: (B)(6) 1995, product type catheter h1 update: regarding additional information received, the type of reportable event was updated from a reportable malfunction to now a reportable serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient opted to wait to have the device replaced until elective replacement indicator.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# j94142208 implanted: (B)(6) 1995 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: j94142208, implanted: (B)(6) 1995, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 14-oct-1996, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 671.4 mcg/day) via an implanted pump. It was reported that the patient was having a routine cap (catheter access port) dye study prior to a normal eri (elective replacement indicator) battery longevity pump replacement and the physician had difficulty aspirating from the cap. The hcp removed approximately 0.4 ml from the cap and then attempted to inject dye and was unable to inject so the procedure was aborted. The patient had no therapy issues prompting the procedure.